Manufacturer narrative:
Product was subsequently received for evaluation, with samples inspected and tested for adhesive peel strength. The samples were found to meet adhesiveness specifications. Production records for this lot were examined, as well. A review of the production records for this lot demonstrates that the peel strength test results were below the upper limits of the adhesiveness specification. The records show all operations to be working normally at the time of manufacture with all inspections completed and passed. The products received conform with valid specifications. No other complaints have been recorded to date for this lot number.

Event description:
According to the information received, an end user reported strong adhesive, stating that the adhesive from a box purchased is very abundant compared to the boxes previously purchased. User reported that, from one clear advantage to another, the adhesive (strength) differs and also reports getting sores from removal of the clear advantage because it adheres too much and tears the skin.

Manufacturer narrative:
The return of the device has been requested. It is unknown if the device is still available. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should the device or additional information be received, a follow-up report will be filed. A review of the production records for this lot demonstrates that the peel strength test results were below the upper limits of the adhesiveness specification. Device not received by manufacturer.

Event description:
Date of event: 2009. According to the information received, an end user reported strong adhesive, stating that the adhesive from a box purchased is very abundant compared to the boxes previously purchased. User reported that, from one clear advantage to another, the adhesive (strength) differs and also reports getting sores from removal of the clear advantage because it adheres too much and tears the skin.